Event description:
It was reported by the customer that pyxis medstation es system was stuck on the carefusion screen. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application on the station did not auto-launch. A field service engineer reinstalled the rss. The system functioned as intended after the field service engineer troubleshooted the device.